Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. Additionally, investigation revealed that the battery cap threads were stripped and there was a crack in the battery compartment. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display was found to be dim and discolored. Evaluation revealed a battery compartment crack. The battery cap threading was found to be stripped and was not able to secure to the pump. A test battery cap was used and was able to fit securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.